Event description:
It was reported that the patient had a fall with impact and bruising to the left clavicular region, directly atop the device pocket. After the fall, a right ventricular (rv) lead integrity alert (lia) triggered due to high sensing integrity counter (sic) and impedance variation. The rv lead also exhibited high pacing impedance and non-physiological intervals/noise. Stored episodes also noted oversensing resulting in misclassification of episode type. An x-ray confirmed a low voltage lead fracture at the site of the impact and device testing confirmed high impedance values and loss of capture. The rv lead was capped and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.